Manufacturer narrative:
The biomedical engineer performed a checkout of the equipment and confirmed moisture inside the vent. The unit was disassembled and dried out to correct the reported fault. No report of patient involvement.

Event description:
The hospital reported the unit was not delivering tidal volume. Possible loss of mechanical ventilation. There was no report of patient involvement.